Event description:
It was observed during the device inspection that the endoscope reprocessor sensor cover b and electrode cover were missing with no errors reported. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Based on the results of the investigation, the root cause could not be identified. However, it was presumed that the sensor cover was removed when cleaning and user forgot to put it back. Regarding the rubber cover of the foot pedal missing, it is possible that the rubber cover was damaged due to deterioration and came off the foot pedal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.